Event description:
It was reported that on (B)(6) 2017, the patient had the first instance of recurrent epistaxis.

Manufacturer narrative:
The patient's recurrent epistaxis is further reported under MFR report number 2916596-2021-05892. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the epistaxis, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that on (B)(6) 2017 the patient had epistaxis. Additional information was received stating that the patient had epistaxis on (B)(6) 2017 during admission for the lvad implant. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii left ventricular assist device (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had epistaxis on (B)(6) 2017 while admitted for lvad implant.